Event description:
A physician reported that a model 734a posterior chamber intraocular lens had a broken haptic when the box was opened. He said the lens was "old." The lens was never implanted in the pt according to the reporter. Co has been attempting to retrieve the lens for investigation but have been unsuccessful as of april 6, 1998. A batch review has been requested.